Event description:
Reportedly, after inserting the device into the pt cavity, a piece of blue material disengaged from the device, fell into the pt cavity, and was retrieved. Procedure: cholecystectomy. Pt status: no pt injury reported.